Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 6944-65 lead; 5076-52 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation and the left ventricular (lv) lead was programmed off. Now, the lead exhibited substantially increased thresholds to high levels. An alert triggered for out of range high impedance because the lead was programmed in one of the pacing vectors that was not capturing. The lead remains in use. No patient complications have been reported as a result of this event.